Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for an unspecified length of time occurred. Product was evaluated. An exterior visual inspection was performed ans passed. A voltage test was performed and passed. A pairing test/download with (B)(4) bluetooth device was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed as signal loss over an hour. The probable cause could not be determined. The reported event of signal loss for an unspecified length of time is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.